Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 48 mg/dl while wearing the pod. The patient reports their continuous glucose monitoring (cgm) and their controller were not communicating. The patient reports having abdominal pain. The patients pod was removed prior to the arrival of the paramedics. Once the hospital an ultrasound was performed on the patients abdomen and the patient was stabilized. The patient was discharged from the hospital after 2 days. The patients reports their doctor was able to assist with application of a new pod at an appointment following the patients hospitalization.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.